Event description:
Adverse event, product problem, disability or permanent damage. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1990 - 2009. Event abated after use stopped: no.